Event description:
There was an allegation of questionable elecsys hcg stat test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 1.00 miu/ml with flag. The sample was repeated and the result was 106.2 miu/ml with flag. The sample was repeated again on another e411 analyzer and the result was 103.0 miu/ml with flag. The result was 103.0 miu/ml was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
Upon review of the alarm trace, there were alarms indicating that a system reagent could not be detected. The investigation could not identify a product problem. The cause of the event could not be determined.